Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient is experiencing ineffective stimulation from his axium neurostimulator system. It is unknown when the ineffective stimulation began. The patient denied any falls or trauma. X-rays were taken and indicated a slight migration of the lead. Surgical intervention may take place at a later date.

Event description:
Follow-up information indicated surgical intervention was undertaken and the lead was explanted and replaced. Reportedly, effective therapy was restored.